Event description:
The surgeon implanted the device on (B)(6) 2023, for a carpal tunnel revision and explanted the device on (B)(6) 2024. Based on the information provided by the surgeon, the patient removed the wound dressing herself, which resulted in a skin infection and the axoguard ha+nerve protector was prophylactically removed to eliminate any potential risks from a foreign body in an infected field. Therefore, it is highly unlikely that the observed outcome is related to the product. There is insufficient evidence to conclude that the reported adverse event of skin infection was related to the axoguard ha+ nerve protector.

Manufacturer narrative:
A review of the device lot history record indicated that the device was manufactured to specifications. The nonconformance's would not have contributed to the occurrence. The lot produced a total of (B)(4). According to the device lot history record, all devices released for distribution met the final inspection specification and sterilization requirements.